Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the keypad cover was undamaged, and the ok keypad button was intermittently responsive. The keypad cover was removed and contamination was found under the keypad button contacts. Unrelated to the initial complaint, the pump case was cracked and the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.